Event description:
It was reported, that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 8 atmospheres for 3 seconds upon first inflation. The device was removed without any issue using normal method. And the procedure was completed with a different device. There were no complications reported. And the patient is in good condition after the procedure.